Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system there was leakage. Report 1 of 2. The following was received from the initial reporter: IV inserted, blood dripped from connection of tube and pink hub. Hero placed. V placed without difficulty, rn went to pull grey hub for the needle safety to lock and be removed from the IV. Yop grey hub that attached to color of IV unable to detach. Entire IV had to be removed from patient and patient needed to be re-poked.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (leakage): one used sample was provided to our quality team for investigation. The product was visually inspected, no damage or defects were observed on the tubing and the tubing was verified to be properly connected to the wing adapter. Functional testing was performed and no leakage was observed. A device history review was performed for lot 3087440, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the sample evaluation and our quality team's investigation, we cannot identify a root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that while using the bd nexiva¿ closed IV catheter system there was leakage. Report 1 of 2. The following was received from the initial reporter: 1) IV inserted , blood dripped from connection of tube and pink hub. Hero placed 2) IV placed without difficulty , rn went to pull grey hub for the needle safety to lock and be removed from the IV. Yop grey hub that attached to color of IV unable to detach. Entire IV had to be removed from patient and patient needed to be re-poked.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.